Event description:
The customer reported a possible under infusion of epinephrine 4 mg (4 ml)/250 ml. The infusion was initially started on (B)(6) 2013 at 2 am at 89.5 cc/hr (300 ng/kg/min) with a patient weight of (B)(6). It was actively being titrated several times: at "2 am (started), 3 am dropped to 100 ng/kg/min, 4 am increased to 300 ng/kg/min, 5 am changed out." It was hung as a primary in the critical care profile. Although the pump was infusing at almost 90 m/lhr the fluid level in the bag didn't seem to be going down so the nurse set up a new drip and tubing and changed the pump out at 0500 on (B)(6) 2013, approximately 3 hours after the initial infusion started. The patient was hemodynamically unstable and required medical intervention including intra-aortic balloon pump insertion and the chest being opened at the bedside. The patient remained unstable with labile blood pressure.

Manufacturer narrative:
(B)(4). Device not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.